Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the rear right wheel has holes in it. Dealer states only one wheel is damaged.